Event description:
It was reported that a patient presented with left ventricular lea dislodgement after falling. Loss of capture was noted and imaging was used to confirm the dislodgement. The lead was capped on (B)(6) 2024. No adverse patient consequences were reported.